Event description:
It was reported to boston scientific corporation that an agile esophageal stent was to be implanted into the esophagus to treat a stenosis with about 5 cm in size during a fibroscopy procedure performed on (B)(6) 2025. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During procedure, it was not possible to deploy the stent. The handle broke in the attempt to deploy the stent. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent was partially deployed. Please see block h11 for full investigation details.

Manufacturer narrative:
Imdrf device code a15 captures the reportable investigation finding of stent partially deployed. An agile esophageal tts device was returned for analysis. Visual examination of the returned device found the stent partially deployed and the handle detached from the outer sheath. Therefore, the functional test related to the deployment of the stent could not be performed. Also, the outer sheath was found kinked and buckled. Product analysis confirmed the reported events of stent failure to deploy and handle break, the stent was returned partially deployed and the handle detached from the outer sheath. The investigation concluded that the reported events and additional investigation findings of sheath bent/kinked and sheath buckled/accordion were most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, the most probable cause is adverse event related to procedure.